Manufacturer narrative:
Device is a combination product. (B)(4). Device evaluated by MFR: it is indicated that the device will not be returned for evaluation. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
Same case as MDR ID# 2134265-2013-08929. It was reported that a stent damage post deployment occurred. Vascular access was obtained via the right femoral artery. The target lesion #1 was located in the proximal left anterior descending (lad). The lesion was treated with predilatation and placement of an unspecified size promus element everolimus-eluting coronary stent system in the proximal lad. The target lesion #2 was 80% stenosed, 25mm in length, de novo, concentric, located in the non tortuous, mildly calcified and 2.5mm in diameter diagonal artery. The lesion contained a <= 45 degrees bend. The lesion was predilated using a 2mm x 20mm maverick balloon catheter. Subsequently a 2.50mm x 24mm promus element stent was advanced, however, the device was not able to cross the target lesion. Upon withdrawal of the device, the stent was dislodged from the stent delivery system balloon. The stent was removed by using a 2.5mm x 20mm non bsc balloon catheter to introduce the dislodged stent inside the 3.5 7f non bsc guide catheter. Once inside the guide catheter, the dislodged stent was inflated at 18 atmospheres using the 2.5mm x 20mm non bsc balloon catheter and trapping it inside the guide catheter. Then the whole system was withdrawn, retrieving the stent and inflated balloon inside the guide catheter. During these maneuvers, a minimal longitudinal stent deformation occurred on the proximal end of the first deployed promus element everolimus-eluting coronary stent system in the lad. The procedure was not completed due to this event. No patient complications were reported and the patient's status was stable.